Event description:
The customer stated an architect i2000 analyzer generated a falsely elevated ca 19-9 result for one patient sample. The analyzer generated an initial ca 19-9 result of 1012.2 u/ml. The sample was repeated and a ca 19-9 result of 16.3 u/ml was generated. The sample was repeated on another device (method unknown) and a ca 19-9 result close to the repeat result was obtained. The falsely elevated ca 19-9 result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing concluded that all reagent lots read patient results consistently. Tracking and trending identified normal complaint activity for the issue under investigation. Labeling was reviewed and found to be adequate. No product deficiency was identified.